Manufacturer narrative:
An investigation was performed to determine the cause of a sample that was identified as n. Meningitidis when confirmatory testing revealed it was actually n. Perflava on the vitek® ms instrument. An analysis of data logs revealed that some of the n. Meningitidis were present in the sample; however, it matched the organism identification with a low score. The spectra for n. Perflava is not currently within the ms database and therefore would not available to be matched. Based on the results of the investigation, the instrument is operating within performance specifications.

Event description:
On (B)(6) 2015, a customer reported a complaint to biomérieux regarding mis-identification with the vitek® ms system they are currently using for evaluation only. The customer claimed the organism was neisseria perflava but was mis-identified by the vitek ms as neisseria meningitidis 91.9 %. The identification of the organism was confirmed by traditional biochemical testing, sequencing, antigen detection as well as pcr. Customer also confirmed that no final report was sent to the physician before confirmation of the organism: the discrepant result has not been reported to the physician. No patient impact has been reported as a consequence of the malfunction because the system is used for evaluation only. According to the user manual, neisseria perflava is not in the version 2 database used by the customer. As part of the initial investigation, biomérieux representative identified the need to perform a fine tuning on the instrument. Biomérieux was informed that an fse went on site on (B)(6) 2015 to service the system and to resolve the issue. There was no indication or report from the hospital or treating physician to biomerieux that the results led to any adverse event related to the patient's state of health. An investigation has been opened within biomerieux.